Event description:
The catheter was inserted in the left basilica vein. On (B)(6)2009, the nurse found the catheter broken near the oval disk.

Manufacturer narrative:
The sample was received on 05/20/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).